Event description:
During an ems call, I was advised to hang a nitro drip on my pt through medical control. During the setup on the IV pump, an error kept occurring that would shut the pump off. The error read "out of service channel lock". The pump was unable to perform properly and the pt was manually given the nitro infusion.